Event description:
Reported by the doctor as: "a with nausea and vomiting band slippage and band removal."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage, nausea and vomiting surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."